Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that had a failed mixing pump, it failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 33, chiller temperature (t4) was 10 degrees. The device was sending information for 2000 hour preventive maintenance. Per follow up information received via email on 08sep2022, there was no patient involvement as it was found during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to mixing pump component failure. Error 80 (water check time out unable to reach calibration temperature). The expected was 6, actual was 33 and chiller temperature (t4) was 10 degrees. Customer was sending information for 2000-hour preventive maintenance. Per additional information received, there was no patient involvement as it was found during calibration. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.

Event description:
It was reported that biomed had an arctic sun device that had a failed mixing pump, it failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 33, chiller temperature (t4) was 10 degrees. The device was sending information for 2000 hour preventive maintenance. Per follow up information received via email on 08sep2022, there was no patient involvement as it was found during calibration.